Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 2, 2017. The ptfe pad of the subject device was severely worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The probe error occurred when an operator performed the probe check. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. Omsc surmised that the error reported by the user was the short circuit error, and the short circuit error would occur depending on the actual procedure with using the product which ptfe pad was severely worn. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the non-insulated part since the ptfe pad was severely worn. The short circuit error occurred when the user output in seal & cut mode with the probe contacted to the non-insulated part, and then the contact marks occurred. The probe damage error occurred when the probe is subjected to a excessive load. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an uncertain procedure, the error occurred. The subject device was reconnected, but the error still occurred. The probe damage error occurred. The procedure was completed with a similar device. There was no patient injury reported.june 2, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was severely worn.